Manufacturer narrative:
The investigation was completed on 04-nov-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and brim cap detachment issues occurred. It was reported that the hub disintegrated when the physician pulled the dilator out and there was blood leaking from the hub/valve. The sheath was replaced and the issue remained. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. The bwi representative also reported that the distal end of one of the sheaths were clipped by the hospital staff. Additional information was received. The bwi representative believes the hub broke. It is believed that the hemostasis valve (gasket) dislodged inside the hub. The hemostatic valve did not dislodge outside the hub, they believe the hub failed. The brim cap/hub became detached from the sheath. The sheath was being used on the patient. There were no patient consequences, therefore no treatment was required. The approximate volume of blood loss was unknown. The distal end of the sheath was clipped by hospital staff as they clip all vizigo sheaths after the case for recycling purposes. A picture was received for evaluation following biosense webster's procedures. An analysis was performed on the picture that was provided. According to the picture provided by the customer, the brim cap, silicon ring and hemostatic valve were observed detached from the hub. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The issue reported by the customer was confirmed based on the picture received. The product was returned to biosense webster for evaluation. The product analysis was performed as appropriate in order to find the root cause of the complaint. Visual inspection of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the brim cap was detached as well as the other components. Residues of adhesive were found on the brim cap and base. No other anomalies were observed. The brim cap, hemostatic valve, and silicone ring could have been detached due to an external force while inserting the dilator thru the sheath, but it cannot be conclusively determined. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. A device history record was performed for the finished device, and no internal actions related to the complaint were found during the review. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿brim cap detached¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and brim cap detachment issues occurred. It was reported that the hub disintegrated when the physician pulled the dilator out and there was blood leaking from the hub/valve. The sheath was replaced and the issue remained. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. The bwi representative also reported that the distal end of one of the sheaths were clipped by the hospital staff. Additional information was received. The bwi representative believes the hub broke, picture attached. It is believed that the hemostasis valve (gasket) dislodged inside the hub. The hemostatic valve did not dislodge outside the hub, they believe the hub failed. The brim cap/hub became detached from the sheath. The sheath was being used on the patient. There were no patient consequences, therefore no treatment was required. The approximate volume of blood loss was unknown. The distal end of the sheath was clipped by hospital staff as they clip all vizigo sheaths after the case for recycling purposes. The staff was reminded to not clip the end of the sheath for that case but forgot and clipped the vizigo anyway. The event was assessed as MDR reportable for brim cap detachment issues under both the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.